Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02206, 0001822565-2021-02207, 0001822565-2021-02208, 0001822565-2021-02209, 0001822565-2021-02210, 0001822565-2021-02211, 0001822565-2021-02212, 0001822565-2021-02213.

Event description:
It was reported the persona shims are missing ball bearings. This issue was noticed during cleaning and when putting trays together. Attempts have been made and no further information has been provided.